Manufacturer narrative:
The information provided in the initial report was incorrect. The correct information has been included with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer did not have blood glucose level over 400 mg/dl. Customer was told to call back if ever reach 400 mg/dl.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of above 400 mg/dl. Customer other blood glucose value were 333mg/dl, 150 mg/dl, 327 mg/dl, 354 mg/dl and 90 mg/dl. Customer declined the troubleshooting for high blood glucose value. The customer was treated with insulin pump. The device will not be returned for analysis.